Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) driveline cable exhibited driveline sheath damage, with both the outer sheath and silicone lumen found to be completely cut off though all cables remained intact. The adhesive strength of a previous repair on the same area had weakened over time, necessitating a second repair. The patient exhibited no symptoms, complications, adverse events, or need for prophylactic treatment before, during, or after the repair. The pump was not stopped, and the device remains implanted and in service. Of note, during log file review a low flow alarm was revealed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue. Log file analysis revealed one (1) low flow alarm was logged on (B)(6) 2025 at 14:51:32. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to a previous sheath repair. As a result, the reported events were confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk docu mentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.